Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated

Event description:
It was reported that the patient had experienced a lead migration. The patient underwent a revision on (B)(6) 2023 where in the patients scs paddle lead and scs ipg were explanted. Due to patient scar tissue the patient was unable to be re-implanted during the procedure and the case was abandoned. Surgical intervention may occur at a later date to re-implant the patient.